Event description:
A medtronic representative reported that the surgeon felt 3-4 mm inaccurate during an ent case. The medtronic rep was not present during the surgery. The surgeon was able to complete the case with no negative impact to the patient.

Manufacturer narrative:
The site was unable to provide any patient demographic information. A medtronic representative went to the site to test the equipment. All of the instruments tracked accurately and the system was fully functional. The reported event could not be duplicated by medtronic personnel. The rep reviewed the tracing pattern performed by the surgeon and found that the pattern did not cover the sides of the nose, which was not protocol. The rep returned to the site to assist with the next surgery and there were no further issues.